Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 46 sealed 24g insyte autoguard bc units from lot number 4247511. A sampling of (B)(4) were randomly selected for functional testing. No defect or leakage was observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc is leaking. The following information was provided by the initial reporter: the IV catheters were leaking. Mat#382512 lot#4247511 no patient harm and the customer does have samples to return.